Manufacturer narrative:
(B)(4). The device was disposed of by the account and will not be returned for evaluation. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: biliary peritonitis on cystic stump permeable following clip migration. Original procedure 2 weeks prior, a cholecystectomy in semi emergency. The surgery time was extended. The tissue was damaged.